Manufacturer narrative:
Siemens filed the initial MDR on 17-may-2018. Additional information (01-june-2018): siemens further investigated the issue and determined that carbon dioxide (co2) is a sample initiated assay. Siemens determined that the co2 assay is sensitive to the sample mix and that the cause of the discordant, falsely low co2 results was due to the sample probe 3 (s3) mixer malfunction. The issue was resolved when the cse replaced the s3 mixer and the customer did not report additional discordant results since the service visit.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc). A siemens field service engineer (fse) was dispatched to the customer's site. The fse ran a health report on the instrument and observed "aliquot probe vertical movement" errors. The fse determined that the sample probe 3 mixer and the vacuum solenoid for cuvette washer c malfunctioned and replaced these parts and probes. Then, the fse performed an auto alignment and mixer diagnostic test and system check tests, resulting acceptably. The fse also ran quality controls, which recovered within expected ranges. The cause of the discordant, falsely low co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s) and the customer reported that the quality controls, run at the same time as these samples, were low and out of range. On the next day, the same samples were rerun on alternate dimension vista 1500 instruments, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.